Event description:
The customer reported to customer service that her transformer housing was cracked/broken. When the product was received it was determined by qe to be breached, which is a safety risk.

Manufacturer narrative:
A replacement transformer was sent to the customer. The product was evaluated on 11/21/2014 and determined to be breached. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Eval summary: a visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed no exposed wires. The power supply was plugged in and the voltage output across the dc plug was 13.61 vdc. Resistance across the dc plug measured open, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured 54.5 ohms, and indicates that the thermal fuse did not blow. Smoke, fire and sparking were not observed while the transformer was plugged in.